Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the pump touchscreen is now cracked and unresponsive. Reportedly, the touchscreen no longer turns on. Customer's blood glucose level was not impacted. It was indicated that the customer has a back up method for continued insulin therapy.